Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 600 mg/dl. For treatment, insulin therapy by intravenous (IV), review with the nutritionist and diabetes educator. The patient was given a advair inhaler for asthma. The pod was worn between 24 and 36 hours on the arm. The patient was discharged after 4 days. The pod was discarded.